Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed.